Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation was observed as a needle to cuff miss and link separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture/ link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, a suture break occurred, when the plunger was removed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, during knot advancement with the suture trimmer, the blue rail was pulled and a suture break occurred. Manual compression was plied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.